Event description:
It was reported that the customer was hospitalized with high blood glucose of 131mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The time and date on the insulin pump were correct. The caller stated that he is unsure if the basal rates are correct. Further testing could not be performed as customer's blood glucose was dropping. During the call, it was found that the customer was in another hospital for eight days prior to being transferred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.